Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to confirm the reported issue. The fse reset all connections of display and observed machine for half hour. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
It was reported that during a routine check by hospital, the cs100 intra-aortic balloon pump (iabp) display is not working, it is flickering. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.